Manufacturer narrative:
No button error alarm or unexpected weak battery alarm noted. The insulin pump had no button response due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing. The insulin pump had minor scratches on display window, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported receiving a button error alarm from the insulin pump while filling the reservoir. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.